Manufacturer narrative:
(B)(4). A visual, dimensional, functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No issues or discrepancies were found in the device history record of product code 833-124 / batch 74g2101014 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
On (B)(6) 2022, in the gynecological operating room, use of a capio polypropylene suture as part of an organ descent. When passing through the ligament to suspend the organs, the suture broke. The dart of the device remained in the ligament. Use of another device of the same reference to remedy the incident. Repetitive incident. To this day there is still a foreign body inside the patient.